Event description:
It was reported to philips that the battery (sn (B)(4)), which was received in march, was not recognized by the device or cadex charger. There was no reported patient or user involvement and no adverse patient/user impact. One li-ion battery pack was returned for failure analysis. The reported customer problem of the battery not being recognized could not be verified in the lab. The battery was received without any charge and was able to charge in the heartstart mrx device. However, it took the battery longer than normal to charge, and the battery also exhibited abnormal cf mode and vdq operation status flag conditions when received. The first condition was cleared after a successful battery calibration test (bct). The second remained unchanged/abnormal, indicating issues with the battery discharge cycle (invalid).

Event description:
It was reported to philips that the battery (sn (B)(4)), which was received in march, was not recognized by the device or cadex charger. There was no reported patient or user involvement and no adverse patient/user impact. One li-ion battery pack was returned for failure analysis. The reported customer problem of the battery not being recognized could not be verified in the lab. The battery was received without any charge and was able to charge in the heartstart mrx device. However, it took the battery longer than normal to charge, and the battery also exhibited abnormal cf mode and vdq operation status flag conditions when received. The first condition was cleared after a successful battery calibration test (bct). The second remained unchanged/abnormal, indicating issues with the battery discharge cycle (invalid). Failure analysis was later updated as the error observed simply meant the battery was received completely depleted. Based on this information, the battery exhibiting these conditions is not considered faulty. There was no fault found with this battery and the battery was received too depleted.

Event description:
It was reported to philips that the battery (sn (B)(4)) which was received in march, was not recognized by the device or cadex charger. There was no reported patient or user involvement and no adverse patient/user impact.